Manufacturer narrative:
(B)(4).

Event description:
It was reported, that an alert/notification settings issue occurred. Product has been received, but is pending evaluation. A follow-up will be submitted upon completion. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). B5: describe event or problem - additional. D9: device availability - additional. H2: additional information/device evaluation. H3: device evaluated by manufacturer - additional. H6: adverse event problem - additional.

Event description:
The product was evaluated. An external visual inspection was performed and passed. A receiver charge test was performed and failed, as the battery did not charge fully. A receiver boot test was performed and passed. Functional tests were performed and the audio test failed. An alarm/alert manual test was performed and failed. An internal visual inspection was performed and failed due to an assembly error; it was noted the speaker installed tilted. Pictures were taken. The speaker and vibrator resistances were measured and passed. The receiver log was downloaded and reviewed finding no error related to the complaint. The allegation was confirmed. The probable cause was determined to be an assembly error. No injury or medical intervention was reported.